Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that it was difficult to inject water to inflate the catheter balloon during pretest.

Event description:
It was reported that it was difficult to inject water to inflate the catheter balloon during pretest.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was not used for treatment purposes. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used two-way silicone foley catheter. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was easily inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) as intended, and was passively deflated with no cuffing or issues noted. The catheter balloon as dissected to find the inflation notch was perforated correctly. This meet of specification per inspection procedure which states, "cuts, perforations in the lumens are not allowed, the inflation perforation must not penetrate the drain lumen and must be properly formed." No root cause could be found because the reported event was unconfirmed. The device was returned for evaluation. A DHR review was not required as the investigation was unconfirmed. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.